Event description:
The lesion was in the mid lad, with mild tortuosity and mild calcification. After the guide wire was delivered to the lesion, the powersail was inserted. During advancement over the guide wire the powersail became frozen. When the powersail was pulled on, it separated at the guide wire notch into two on the guide wire, in the guiding catheter. The distal half from the guide wire notch was completely attached on the guide wire, and could be removed together. Ripping the distal half of the powersail using force allowed the guide wire to be reused. Because of this, the separated distal shaft was severely damaged. There were no patient effects.